Event description:
It was reported that the patient initially underwent a right knee arthroplasty. Approximately four years post-implantation, the patient twisted their knee while working on their car and experienced persistent soreness thereafter. Approximately eight years and ten months post-implantation, the patient underwent a revision surgery to replace the bearing, which was found to be misoriented. During the revision surgery, the bearing was found to be intact, with only minor damages attributed to edge loading and the positional change that occurred following the reported knee injury. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product involved in the reported event was not returned for investigation; however, pictures were provided. The review identified some damaged (scratches) to the bearing. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed. The review identified that the bearing orientation is not correct in relation to the femoral and tibial components. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, b4, b5, d10, e1, g3, g6, h2, h11. D10 - associated medical devices: oxford ph3 cementless fem sz m; item# 154926; lot# 3775260 oxf uni cmntls tib sz e rm; item# 166579; lot# 3331553 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.